Manufacturer narrative:
H.6. Investigation summary: one opened pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed on the returned sample therefore no root cause can be identified. H3 other text : see section h.10.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found blocked during use. The following has been provided by the initial reporter: needle (partially) blocked.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found blocked during use. The following has been provided by the initial reporter: needle (partially) blocked.